Event description:
The customer contact reported a delay of critical therapies during an alarm condition. The tubing sets were being used to deliver unspecified concentrations of levophed, epinephrine and an unspecified vasopressive medication via a plum a+3 pump. No specific pump parameters were provided. It was reported that the pt was admitted to the intensive care unit with a diagnosis of sepsis, pneumonia and was reported to be post code status. The pt was reported as "unstable" with a systolic blood pressure of 30mmhg. At the initiation of the deliveries, the pump alarmed for cassette failure. It was reported that the nurse tried to replace the tubing sets using the different channels of the pump; however, the pump continued to alarm. After an unspecified length of time, the deliveries were initiated via a pump. It was reported that the tubing sets were replaced "multiple times" before the delivery of the three medications was possible. The customer contact indicated that after the deliveries were initiated, the pt's systolic blood pressure increased to a reported range of 120mmhg. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to these devices could not be determined. (B)(4).